Manufacturer narrative:
Follow-up # 1 ¿ (10/06/2014). The lay user/patient¿s test strips have been returned on 09/09/2014 and evaluated by lifescan product analysis on 10/01/2014 with the following findings:the test strips were tested and the primary complaint was not confirmed, however a secondary issue was noted; the test strips were found to have shelf life exceeded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results. The patient alleged a result of "11.4mmol/l" on the subject meter compared to "7.2 mmol/l" on the reference meter (freestyle). This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.